Manufacturer narrative:
Review of this MDR and/ or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the previous ins lasted 9 years and died on the day she went to have the ins replaced. Patient stated she was satisfied with the ins longevity and got every last big of the battery out of it. Patient stated previous ins needed to be charged every 6 weeks due to lower ins setting. Patient stated since implant, ins needed to be charged every month despite lower settings which patient attributed to ins having less battery capacity due to having ins with MRI mode. Patient stated she last charged a month ago and had no issues. Patient stated one day last week (friday) patient went to charge ins but was getting reposition antenna screen and patient could not achieve normal charge session. Patient to meet with rep. No further complications were reported/anticipated.